Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the battery compartment of the insulin pump was damaged and the display of the insulin pump was blank. Blood glucose value at the time of the event was 300 mg/dl. The customer was treated with insulin pen. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer confirmed there was a functional issue due to a crack in the insulin pump. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Unable to upload unit to carelink due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, moisture damage on lcd flex connector gold traces was noted, leading to blank display. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, stained keypad overlay, missing display window/cover, keypad overlay peeling, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of blank display were confirmed when unit remained on blank display after multiple battery installations and being monitored, caused by moisture damage to electronic assembly. Isolate to electronic assembly. Additionally, customer allegations of cosmetic damage were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.